Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of a bias current error was not duplicated; however, the service technician did confirm the cable had high impedance when further electrical testing was performed. During the inspection, no external, physical damage was found. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.